Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun and the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc). After reviewing the instrument data, the tsc specialist could not find any indication of an instrument malfunction. Based on the instrument data, the sample may not have been added to the cuvette prior to testing. The tsc specialist informed the customer of this. The cause of the discordant, falsely low hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.